Manufacturer narrative:
The evaluation revealed the dyax nail and screwdriver to be the primary products. The customer reported two events: the dyax nail was removed due to a broken bone below the distal part of the nail, caused by patient fall; during explantation of the lag screw the screwdriver failed. Regarding nail: an inspection and a review of the manufacturing and inspection documents (DHR) were not possible because the nail and the product identification details (catalog number and lot code) were not provided. The customer reported that the nail was not broken; the bone broke below the distal nail end because the patient fell down. Damages of the implant itself were not reported therefore a relationship to the bone breakage can be excluded; the additional fracture after approx. 11 years is patient related. Regarding screwdriver: no deviations were found during review of the manufacturing and inspection documents (DHR). The screwdriver returned was documented as faultless prior to distribution. As the device had been in use for approx. 11 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The deformed pegs indicate that they got deformed during lag screw removal due to too high rotational forces. The thread of the inner rod are flattened and damaged due to oblique insertion. Furthermore damages by using tools like forceps cannot be excluded. Both issues were caused by a misuse from the user. The dyax system is an old system and was modified by the gamma3 system in 2004. No non-conformity identified. Device was not returned.

Event description:
On 2005, the patient underwent the surgery with the dyax nail. On (B)(6) 2016, the patient fell down and bone was fractured (distal tip of the nail). Therefore, the patient underwent the revision surgery by t2 gtn on (B)(6) 2016. During dyax nail removing, when the surgeon tried to assemble lag screw to the lag screw driver, the lag screw was not able to be assembled. Therefore the surgeon removed the dyax lag screw forcibly using u-lag screw driver. And the surgeon requested the investigation of dyax lag screw driver.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On 2005, the patient underwent the surgery with the dyax nail. On (B)(6) 2016, the patient fell down and bone was fractured (distal tip of the nail). Therefore, the patient underwent the revision surgery by t2 gtn on (B)(6) 2016. During dyax nail removing, when the surgeon tried to assemble lag screw to the lag screw driver, the lag screw was not able to be assembled. Therefore the surgeon removed the dyax lag screw forcibly using u-lag screw driver. And the surgeon requested the investigation of dyax lag screw driver.